Event description:
It was reported that the vns patient experienced an increase in seizures. The relationship of increase to pre-vns baseline is unk. The relationship between the increase in seizures and vns therapy is unk. X-rays reviewed by the manufacturer and no obvious anomalies were observed on the x-rays that could be contributing to the pt's reported event. There was no report of any manipulation or trauma to the device site. It was indicated that the pt has non-epileptic seizures. It is unk at this time if the reported increase in seizures is a true increase in epileptic seizures. No interventions are planned at this time for the reported events. Good faith attempts to obtain additional info regarding the reported event have been unsuccessful to date.

Manufacturer narrative:
MFR reviewed x-rays of implanted device. Results: x-rays reviewed by the MFR, no gross lead discontinuities visualized.